Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient did not remember many details and no specific cgm nor blood glucose readings from during the event were reported, as the event happened a long time ago. The patient reported the cgm was reading high, and that the blood glucose level would have been lower, and that this led to having a seizure. The patient was taken to the hospital but there is no information about treatment. The days leading up to the event the dexcom was showing 100 mg/dl but that she believed it must have been lower, like 60 mg/dl. At the time of the report the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.